Event description:
(B)(4). Same case as 2134265-2010-00490. It was reported that following a coronary artery drug-eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure identified two lesions for treatment. The 80% stenosed target lesion was located in the mid-right coronary artery (rca). This lesion was treated with pre-dilation and the placement of a 2.25x24mm study stent and post dilation resulting in 0% residual stenosis. A 36mm long non-target lesion was identified in the proximal left anterior descending (lad) artery. This lesion was treated pre-dilation, placement of a 3.0x32mm and 2.5x8mm taxus express2 stent and post dilation with a 3.0x15mm maverick balloon with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. During the patient's nine month follow-up, coronary angiography revealed an 80% in-stent restenosis in the proximal lad. The in-stent restenosis was treated with the placement of a promus stent.

Manufacturer narrative:
Device evaluated by MFR. The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).